Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached near the lap joint section. The rotator and imaging core assembly were pulled out from the hub. No damage was found within the telescope and sheath section of the device. The impedance testing shows an electrical open at proximal wave form 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 78% stenosed target lesion was located on the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image and was never imaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, device analysis revealed the imaging window detached near the lap joint section.